Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "saline rupture", "it was flat", "had a ball at the bottom", "rash on the neck and breast". This record is for the right side. The device was explanted.